Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the emergency room experiencing phrenic nerve stimulation. A loss of capture and sensing was observed on the atrial lead. X-ray imaging revealed that the lead had become dislodged. It was successfully explanted and replaced. The patient was doing well and would continue to be monitored.